Event description:
It was reported that the patient went to the emergency room because they thought they had received a shock from their implantable cardioverter defibrillator (ICD). A remote transmission was sent and there were no diagnostic observations noted in the device. It was noted that the device was at end of service (eos) and the charge circuit timed out approximately seven months before. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, (B)(6) 2007; a 6947-65 lead, (B)(6) 2003. (B)(4).